Event description:
It was reported that this inflatable penile prosthesis (ipp) no longer inflates or deflates. A surgical procedure was performed to replace the ipp with a new one. No patient complications were reported.